Event description:
It was reported that the black cable of the system controller was broken. The system controller was exchanged.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable damage was able to be confirmed through the submitted photo of the heartmate 3 system controller (serial number: (B)(6)). This photo revealed that the connector nut of the black power cable was broken and had fallen off the power cable. Provided information indicated that the system controller was exchanged in response to the observed damage. The controller was not returned to abbott for further evaluation. The root cause of the observed damage cannot be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Section 2 of the patient handbook provides instructions for how to properly perform a system controller exchange. Section 7 of the IFU and section 5 of the patient handbook both describe the alarms which occur on the system controller. Section 6 of the patient handbook describes how to care for and clean the heartmate equipment, including the system controller and its power cables. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.